Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and the mcs instrument does not have a wire that is visible to the customer, therefore the reported complaint is likely related to the grip cable. The instrument was found to have a broken grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have severely bent grips, causing misalignment of the grips. There was a 0.0720¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively. There were no signs of thermal damage at the site of insulation damage. There was no injury to the patient. No fragments fell inside the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument had a damaged conductor wire. The procedure was completed with no reported injury.